Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and not detected on bus. A field service engineer removed the back panel and inspected the drawer, noting that the right indicator light on the module controller was off and there was no red light on the drawer controller, shut down the device and tested the drawer controller, then replaced the faulty controller, released all cubies and checked for debris; none was found. The drawer was successfully restored to the bus, performed diagnostic testing, and the drawer passed with no further issues identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer 6 hardware was failed and not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.